Event description:
It was reported, the customer had an issue with the ra-04122. Additional information received on (B)(6) 2012 states, the guidewire became stuck in the catheter and required some force to remove it. Upon removing the catheter from the patient, it was noted that part of the guidewire had broken off and remained in the cater. Follow-up information received from the customer on (B)(6) 2012 indicates, the patient was a (B)(6) female. The insertion site was the right radial artery. Upon removal of the guide wire, it unraveled. The guide wire was removed manually by the clinician. An angio catheter was placed inside. There was a delay in treatment, no reported harm to the patient due to the delay. There was no reported complications or death.

Manufacturer narrative:
(B)(4). Sample will not be returned.